Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 500mg/dl. The customer stated that he was nauseated and vomiting at time of his admission. No further info was provided.